Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting in the predilated proximal left circumflex artery with one xience v stent. In 2010, the patient experienced intermittent chest pain that was treated with one to two tablets of sublingual nitroglycerin tablets. On (B)(6) 2010, the patient underwent additional stenting with two stents and was scheduled for a repeat cardiac catheterization in (B)(6) 2010. The patient's condition is continuing. There was no additional information provided.

Event description:
It was reported, the targeter missed the screw on the posterior to anterior screw through the calcaneus. The surgeon checked targeting with another nail and it missed again. (Prior testing was done and the targeter worked fine; may have been damaged during sterilization or the case).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.